Event description:
A malfunction was reported on the pump. The customer was unable to confirm the fault ID because the pump shut down before contacting technical support. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to load a new cartridge and restart the cgm session independently, with the option to contact technical support if the issue continued.